Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose levels. Customer thinks his blood glucose level was around 32-36 mg/dl. Customer treated with a glucose shot. Customer's current blood glucose level was 186 mg/dl. Customer was admitted as an inpatient for medical treatment. The date of admission was about (B)(6) 2013. Customer declined to complete troubleshooting for low blood glucose levels and stated that his low blood glucose levels were not caused by the insulin pump. Customer also stated that his diabetes is uncontrollable and he is working closely with his health care professional. No additional info provided.